Event description:
It was reported that the health care professional (hcp) call for a review of electrogram (egm). Technical services (ts) reviewed and found there is noise which resulted in intermittent oversensing on the right ventricular (rv) channel. Additionally, it was noted the patient's thresholds were high measuring 2.5v. Ts recommended to bring the patient in to perform isometrics. Subsequently, this lead was explanted and replaced successfully however, during the implant procedure there was a micro perforation to the heart wall. No additional adverse patient effects were reported.